Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis:l2-l3 ddd involved in oblique lumbar interbody fusion/ posterior spinal fusion at l2-l3. It was reported that during procedure, while inserting the clydesdale ptc cage, they noticed the cage was not advancing, with a CT scan found that the cage was broken. One level was implanted and then explanted. Removed all the cage fragments from the disc space and verified again that no fragments were left behind via a CT scan. There were no patient symptoms or complications reported as a result of the event. Reconfirmed that case was not related to expanding issue. Customer discarded the product. Patient is alive and no injury.